Event description:
User facility reported that when positioning pt's head onto headholder, the pt head received a minor cut that required two stitches. The facility reported that this was an isolated event.